Manufacturer narrative:
The unit was received with a cracked end cap, a cracked case at the display window corners, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was cracked near the base, and the base of the device was split. The customer's blood glucose level was unknown. No further details were provided.